Event description:
It was reported that this right ventricular (rv) lead appears to exhibit a high shock lead impedance out-of-range at 135 ohms. The presenting and stored electrograms (egms) shows appropriate function and there is no evidence of noise or artifacts. The shock impedance trends show stable impedance measurements between 85 and 122 ohms. The rv lead remains in service and no adverse patient effects were reported.